Event description:
The patient was having the implantable neurostimulator (ins) removed today. It was thought that the leads were being kept for sure, possibly the extension too. It was unknown why the device was being removed. It was then stated it was maybe being removed due to it not working, but just was not sure. It was later reported that the two leads were placed cervical. The two extensions were removed and the leads were capped with closed boots. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID: 3986a, lot# n313086, implanted: (B)(6) 2012, product type: lead. Product ID: 3986a, lot# n287232, implanted: (B)(6) 2012,product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient health care provider (hcp) clarified that the patient was adamant that she wished to have the ins removed. The hcp told the patient the ins could be removed but there was no guarantee that it would help with her pain, headaches or any of the issues she was having. The patient felt strongly that the device was related to her pain so the ins and part of the lead were removed. The paddle lead was still implanted, so the patient cannot have an MRI. The patient was doing well post explant, the pain was more tolerable. At this time the patient wishes to be seen by pain management for possible injection and possible medication. It was thought the patient would most likely benefit the most with medication intervention but she needs to be evaluated.